Event description:
The manufacturer received information alleging a hole in the packaging of a dreamstation auto CPAP device. There was no harm or injury reported. The device was sent to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, visualization of particles and a secondary finding of white foam was confirmed. The device was scrapped. If any additional information is received, a follow up report will be filed.